Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of monopolar curved scissors instrument was noted to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter could not provide any further information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 6 mm single port (sp) monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and was found to have a broken instrument tube adapter. A piece measuring approximately 1.10 mm x 2.68 mm in size was not returned. Additionally, the instrument had a detached fragment from the molded insulator.